Event description:
It was reported by the patient that he underwent a left inguinal hernia repair procedure in 2008. About 3 months post op, the patient began experiencing pain and bleeding. The surgeon told the patient that what he was experiencing was normal. The patient was admitted to the hospital with bleeding and pain. The patient has under gone several tests, but the surgeon cannot determine the cause of the bleeding and pain. The patient is unable to work and is in constant pain. The surgeon would like to perform a second surgery. The patient has not been seen by his surgeon since 2010. Additional information was requested.

Manufacturer narrative:
(B)(4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.